Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of the stylus not working properly and the programmer stalling on the loading screen, however the stylus was calibrated and replaced preventively and it was noted that the accompanying radiofrequency head failed functional testing in a way that would exhibit this symptom. It was additionally noted that the priner keypad 25 ms button was difficult to engage and therefore the printer keypad was replaced and the power cord was missing and was also replaced. The programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not working properly. It was further reported that the programmer would stall on the loading screen, following device auto-identification, and device software failed to load. The programmer was returned for service. No patient complications have been reported as a result of this event.